Manufacturer narrative:
Additional information was received that everything was removed from the patients body. Sc-1132 (B)(4) device evaluation indicated that the ipg passed all test performed and revealed no anomalies. Sc-2218-70 (B)(4) device evaluation indicated that visual inspection found that the lead body was bent/kinked/ at the clik anchor site, 1 cm from the set screw mark. X-ray inspection found no cable breakage. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2218-70 (B)(4) device evaluation indicated that visual inspection found that the lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 19 cm from the distal end. X-ray inspection confirmed all cables were fractured. There are no exposed cables at the fracture site. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2218-70 (B)(4) device evaluation indicated that visual inspection found that the lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 19 cm from the distal end. X-ray inspection confirmed 3 cables were fractured (electrodes 2, 3, 8). There are no exposed cables at the fracture site. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 (lot: 16128843) device evaluation indicated that the clik anchors have torn eyelets with missing silicone material. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was experiencing increased pain around the lead and pocket site. The patient underwent an explant procedure. The physician suspected device malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#:sc-4316 lot#: 16128843 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing increased pain around the lead and pocket site. The patient underwent an explant procedure. The physician suspected device malfunction.